Manufacturer narrative:
Sections with additional information as of 05-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 11-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated that she had not used the true metrix air meter for about 9 months. Customer stated she had stopped testing and taking her medication. Customer stated that she went to her doctor's yesterday due to her foot, not diabetes, and the doctor advised her to start to test again. The customer¿s expected fasting blood glucose test result is 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 426mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/14/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).